Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient had noise on the right ventricular lead. It was unknown if any programming changes were completed to address this issue. There were no patient consequences.